Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the pacing lead helix stopped retracting, preventing it from being able to be fixed to another position. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that during the implant, the lead also exhibited unstable thresholds, loss of capture, and the patient experienced arrhythmia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated the proximal conductor of the lead became ext rinsically distorted due to kinking/buckling. The helix exceeded specification the number of turns to extend and retract. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was returned with a kink in the proximal conductor at 55.2 cm which prevents the helix from extending. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the unstable thresholds and loss of capture occurred post-operatively and during the revision procedure the helix stopped retracting. It was also reported that the patient experienced an asystole type arrhythmia.